Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Experienced not reported. What confirmation was received that the anvil was properly attached? Not reported. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Not reported. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes not reported. Was the device difficult to close? Not reported. Was the device difficult to fire? Not reported. Did the healthcare professional receive audible & tactile feedback when firing the device? Not reported. Were the donuts inspected? If so, please describe. Not reported. Was a complete transection of the white breakaway washer visually confirmed? Not reported. Were there any issues noted with staple formation at any point throughout the care of the patient? Not reported. Were blood products administered? Not reported. What is the current status of the patient? Stable and left from hospital not reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Experienced not reported. What confirmation was received that the anvil was properly attached? Not reported. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Not reported. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes not reported. Was the device difficult to close? Not reported. Was the device difficult to fire? Not reported. Did the healthcare professional receive audible & tactile feedback when firing the device? Not reported. Were the donuts inspected? If so, please describe. Not reported. Was a complete transection of the white breakaway washer visually confirmed? Not reported. Were there any issues noted with staple formation at any point throughout the care of the patient? Not reported. Were blood products administered? Not reported. What is the current status of the patient? Stable and left from hospital not reported.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What healthcare professional fired the device and what is his/her experience with the device? What confirmation was received that the anvil was properly attached? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? Were blood products administered? What is the current status of the patient?

Event description:
It was reported that following a rectum procedure, bleeding post-op. The patient's indication is rectum cancer. During the transabdominal radical resection of rectal cancer under general anesthesia, used cdh33a to sever the sigmoid colon and rectum, no abnormal situation in the surgery on (B)(6) 2019. On (B)(6) 2019, the patient noted involuntary drainage of fluid from anus. The surgeon found anastomotic bleeding under anoscope, used suture to stop bleeding, and hemostasis and fluid replacement were given. The patient is stable.